Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21oct2020.

Event description:
The customer reported the battery would not charge. There was no patient involvement. The field service engineer (fse) provided remote support and advised to check the 24v power supply output. The customer reported no 24v power supply. The customer replaced the power supply and the issue was resolved.